Manufacturer narrative:
Concomitant product ID d-evolutfx-34 (lot: 0012135263); product type: 0195-heart valves product ID l-evolutfx-34 (lot: 0012033764); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the device was inspected prior to use and no pre-implant balloon aortic valvuloplasty (bav) was performed. No misloads occurred during loading. Left carotid access was used. Upon first deployment attempt, the valve was positioned too high and was therefore recaptured. Upon second deployment attempt, infolding was seen when the valve was at an implant depth of 2mm. The valve and delivery catheter system (dcs) were recaptured, removed from the patient and replaced to complete the procedure. Per the physician, the angle of approach contributed to the infold upon recapture. No procedural delay occurred. No adverse patient effects were reported.